Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. During onsite visit, the field service engineer (fse) was unable to identify noise. All operations on the patient bed responded normal. The fse found sensor value in recent log files increasing. The fse replaced the beam splitter, deflector and sensor along with complete headrest, joystick and control panel as a preventive measure. The system meets specification. No technical root cause was identified related to the reported bed issue and noise. The system was working within specifications. The root cause for sensor value increasing could be a worn sensor with time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A company representative reported that energy value was found in logfiles as increasing during preventive maintenance. The bed is slow responding and a noise was coming from the laser. Customer does a very high volume of patients and as the energies decrease other energies will increase. In the log files from case to case, an increase in some energies was found. As a preventive measure, energy monitoring board was replaced to help in stabilizing the energy value over time.